Event description:
It was reported, that the video system center did not produce an image. The issue occurred, prior to use intended for an unspecified procedure. It was noted, that the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Additionally, during evaluation it was found that power switch needed to be replaced because a substance had spilled on it, causing it to sometimes get pushed in and jammed. Based on the results of the investigation, it is likely that the power switch was jammed and stuck due to a breakage of the inlet. Olympus will continue to monitor field performance for this device.